Manufacturer narrative:
(B)(4). The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the hospital with syncope. Review of the implanted pacemaker system functionality indicated this right ventricular (rv) lead was exhibiting high pacing thresholds and loss of capture resulting in asystole greater than two (2) seconds. A lead repositioning was attempted, but the helix would not retract even after the physician attempted to turn the helix 100 times. As a result, the lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits, indicating there were no fractures or shorts present in the conductor coils. Microscopic inspections of the lead indicated there were no fractures present in the conductor coils but there was an instance of deformed anode conductor coils observed at the lead terminal end. A stylet insertion test was subsequently performed with passing results. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing thresholds and loss of capture while the lead was implanted. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. The clinical observation of the inability to retract the helix during the attempted lead revision was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
This supplemental report is being filed based on completion of product analysis.